Event description:
It was reported that signal loss occurred. It was determined that the signal loss was related to the mobile application. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g3: date received by manufacturer ¿ additional h2: additional information primary UDI number ¿ additional

Event description:
Subsequent to the initial MDR, a additional information was provided.